Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. The patient was prescribed a blood thinner.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. The patient was prescribed a blood thinner. It was further reported that transesophageal echocardiogram was utilized for implant. During the implant procedure there were five (5) partial recaptures prior to release.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. The patient was prescribed a blood thinner. It was further reported that transesophageal echocardiogram was utilized for implant. During the implant procedure there were five (5) partial recaptures prior to release. It was further reported that the thrombus was resolved as observed via a follow up computed tomography scan approximately seven (7) months after initial observation of thrombus.

Manufacturer narrative:
B5: event resolution added.